Manufacturer narrative:
(B)(4) date sent to the FDA: 11/17/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and the suture was used. When the package was opened, a different type of the suture monofilament was in the package instead. Another like suture was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The actual device was returned for evaluation. It was determined that a product mix occurred. Also, representative samples were received. They were visually examined, no defects were found and the sutures belong to the product family vicryl. No product mix was found on the representative samples.